Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced blank display and post-reset ram crc alarm. Customer's blood glucose value was 298 mg/dl. The customer stated that she might have ate something she was not supposed to. The customer stated that the pump died and the customer received power loss alarm. After troubleshoot, the display returned. The insulin pump will be returned for analysis.